Manufacturer narrative:
Product analysis the balloon was inflated but wouldn¿t hold pressure and water was seen leaking out through the outer shaft distal to the rx joint, a visual inspection found that the outer shaft was split distal to the rx joint medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rapidcross percutaneous transluminal angioplasty device was used to treat peripheral artery plaque in the right anterior tibial artery (mid location) with 80% stenosis, lesion length of 120mm, and artery diameter of 3mm. During the procedure, a leak was noted at the hub/leur of the angioplasty device. The sheath used was a 6x45 non medtronic device, and the guidewire was a .014x300. The balloon was inflated using a non medtronic inflation device with 50/50 contrast fluid. No resistance was encountered when advancing the device, and there were no issues with the packaging or removal from the tray. The device was safely removed from the patient, and the procedure was completed using a new device of the same make and model. No patient complications have been reported as a result of this event. When the device was returned it was noted that the there was a tear on the rx joint.